Manufacturer narrative:
Additional information provided. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are five additional complaints associated with the lot for the reported issue. One opened probe was received and visually inspected and was found non-conforming with possible surgical debris on the port face. The sample was then functionally tested for aspiration, actuation, and cut. The probe was found conforming for aspiration and cut and was found non-conforming for actuation. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the bend area. After the probe was disassembled (needle and front shell removed), the probe was able to actuate. Three o-rings were observed in the engine assembly. Per product specification there should only be two o-rings present in the engine assembly. The initial actuation test was found non-conforming and a retest showed the cutter was able to actuate. Initial actuation test failures occur sometimes due to an interference causing the cutter to become stuck. Additional testing will remove the interference and the probe will then be able to function. The evaluation confirms that the probe had an actuation issue. The evaluation also indicated that there were three o-rings present in the rear housing, which is non-conforming; there should only be two o-rings present. The probe was retested for actuation after removal of the outer needle and was able to actuate with the presence of the extra o-ring. The impact of the extra o-ring could not be determined since the probe functioned at time of assembly and after removal of the outer needle. The exact root cause of the reported issue could not be determined. An internal investigation was completed and identified areas to implement additional process controls within the manufacturing process to minimize the potential for the placement of the extra o-ring in the probe engine rear housing. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported the probe could not vitreous during a procedure. The product was replaced and procedure completed with no patient harm. The aspiration function is unknown. A sample has been shipped to the manufacturing site.